Manufacturer narrative:
Device manufacturer date: may 2013.

Event description:
A report was received that the patient passed away.

Manufacturer narrative:
Additional information was received that the patient's implanting physician was unaware of the patient's passing. No further information will be available. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient passed away.